Manufacturer narrative:
H.6. Investigation: one photo and ten 1ml syringes in fully sealed blister packs confirmed to be from batch 8184703 (p/n 309628) were received and evaluated. It was observed in the photos and the physical samples the bd logo, the 1ml marking, as well as the grad lines immediately below it were either partially or completely missing. The amount of print missing varied slightly between the samples. The missing print was contained to the area of the barrel between 0.9 and bd logo with some retaining more and some fewer of the grad lines and number markings. Bd logo was missing on all the samples. The missing print observed was rejectable per product specification. Marker issues were recorded during the manufacture of this batch. However, documentation did not reflect proper defect containment. Potential root cause for the missing print defect is likely associated with a clogged manifold during the marking process. In addition, the defective product was not properly contained when the issue was discovered.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: material no. 309628, batch no. 8184703. Per email: I am writing in regards to 1ml luer lock syringe, item# 309628. Our facility uses hundreds of these syringes each week and we have come across a particular lot with issues in the markings on the syringes. Unfortunately they are completely useless to us with these issues and we have ended up wasting about 200 syringes so far with this issue and have another 200 that we cannot use. They are all from the same lot # 8184703. The measurement markings on the syringe do not go all the way up to 1ml as it should. After 0.9ml the markings are either completely missing or very faint. I have roughly 150 syringes that have been opened from their packaging and another 200 syringes that are still in the packaging but removed from the outer box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: material no. 309628, batch no. 8184703. Per email: I am writing in regards to 1ml luer lock syringe, item# 309628. Our facility uses hundreds of these syringes each week and we have come across a particular lot with issues in the markings on the syringes. Unfortunately they are completely useless to us with these issues and we have ended up wasting about 200 syringes so far with this issue and have another 200 that we cannot use. They are all from the same lot # 8184703. The measurement markings on the syringe do not go all the way up to 1ml as it should. After 0.9ml the markings are either completely missing or very faint. I have roughly 150 syringes that have been opened from their packaging and another 200 syringes that are still in the packaging but removed from the outer box.